Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient reported that while deploying the sensor, the applicator came off while he was retracting the collar and the needle remained exposed. The patient received the failed sensor message and when he removed the sensor pod the sensor wire was missing. Product was not provided for evaluation. Confirmation of the reported issue and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and fail-sensor wire is missing the problem is confirmed because the sensor wire was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached. The reported event of detached/missing sensor wires was confirmed. A root cause could not be determined.